Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer inspected the auxiliary drawer and found the damage on the right-side mounting rails, which prevented proper closure. The damaged rails were removed and replaced with a new set. After installation, the alignment of all rails was verified to ensure smooth operation and secure closure. The drawer functionality was tested and confirmed to be successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer experienced intermittent failures after recovery and sounded like it was trying to open but did not. However, there were no delays or adverse events or injuries reported based on this event.